Manufacturer narrative:
Zimmer biomet complaint number (B)(4). (B)(6) 2010. Concomitant medical products: kne-pmi-bearing-unk; p/n unk, l/n: unk, kne-other-tibial trays-unk; p/n unk, l/n: unk, kne-other-femorals-unk; p/n unk, l/n: unk. Report source: (B)(6). Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted product location is unknown.

Event description:
It was reported a patient is scheduled for a revision due to unknown reasons approximately 9 years post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device was reported under 0001825034-2019-02313 (B)(6). The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device was reported under 0001825034-2019-02313 (B)(4). The initial report was submitted in error and should be voided.